Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no gel stent was returned with the device. The slider moved smoothly and traveled the entire distance in all three angles. The needle moved in tandem with the slider knob in all three angles. Complaint is not confirmed.

Event description:
Healthcare professional reported implant broken and later reported there was resistance against the xen®45 gts injector. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported implant broken and later reported there was resistance against the xen®45 gts injector. There was no eye injury.